Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Unit passed active current measurement, sleep current measurement test, self-test, rewind, seating, occlusion test, and displacement test. Unit failed basic occlusion test and force sensor test. The p-cap/reservoir does lock properly. Unit passed dat test at (.08695) inches. Unit successfully downloaded to thump. Confirmed (B)(4) units of normal bolus was delivered on 14-dec-2022 between 18:21:26.000 and 18:22:47.000. The electronic assemblies and motor assemblies were inspected and found moisture damage to pcb1 board. No physical of moisture damage noted to pcb2 board or motor. The following were noted during visual inspection: scratched case, pillowing keypad overlay, cracked keypad overlay, and broken belt clip rails. Cosmetic damage confirmed due to broken belt clip rails. Possible under delivery confirmed due to malfunctioning force sensor and moisture damage to pcb1 board. Exposure to moisture confirmed at pcb1. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump was not working, holster anomaly and clip rails was damage. Customer also states insulin pump was under delivering the insulin and experienced high blood glucose of 276mg/dl which was treated with manual injection. Troubleshooting was performed. No further patient complications were reported. The customer will discontinue using the insulin pump and will be returned for analysis.